Manufacturer narrative:
The consumer reported issues with 4 freestyle libre sensors, all with unknown serial numbers. This is an initial final report. This issue does not meet reportability criteria. However, it is being reported to the FDA as the complaint was received via user report from (B)(6). If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an (B)(6) declaration which reported the following information: a us consumer reported a skin reaction at the site of four adc freestyle libre sensors, with the symptoms of redness, itching, burns, and blistering. Additionally, the customer reported that two of the sensors detached after bumping or rubbing against an object. However, the customer did not report of receiving third-party treatment or of self-treatment. Therefore, based on the information provided, there was no report of serious injury associated with this event.